Event description:
On (B)(6) 2022 a patient underwent a cardiac ablation. During the procedure the temperature monitoring device was alarming above the manufacturer's recommended high usage suggestions. Patient admitted 17 days post procedure for sepsis. It was discovered the cause was an esophageal perforation likely caused during the ablation. Per CT: mediastinum and lymphatic: there is pneumomediastinum, with air anterior to the esophagus at the level of the right main pulmonary artery, and extending inferiorly along the posterior margin of the left atrium. It is suspected to arise from esophageal perforation at the level of the mid esophagus.